Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient passed away. The cause of death was unknown. It was not reported if pd therapy was ongoing until the time of death. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. If additional relevant information is obtained, then a follow-up MDR will be submitted.